Event description:
Reporter alleged discrepant patient blood glucose back to back results of 79, 102, & 250 mg/dl when all tests were performed within < 10 minutes on the advantage system. No actions or treatment reported for the patient. A request was made for the return of the suspect product and replacement product was sent.